Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer had a blood glucose (bg) of 550 mg/dl; cause was unknown. Bg was addressed with a manual injection. Customer reverted to manual injections for alternate insulin therapy.